Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned with the guidewire stuck in its lumen. Inspection of the lead body and electrode tip found the conductor coils to be stretched and damage to the insulation at the proximal end of the anode electrode. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that left ventricular (lv) lead was explanted due to dislodgement. The physician also attempted to implant another lead; however, it was difficult to access the coronary sinus due to patient anatomy. This lead was not replaced with a new one. This lead is now out of service and was returned for analysis. No adverse patient effects were reported.